Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to a guide break/ separation and subsequent device entrapment include, but are not limited to, aggressive user technique, excessive torque or force. It should be noted that the proglide instructions for use (IFU) states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The patient effect of tissue injury (vascular injury) is listed in the proglide IFU as a potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with an 8f sheath after an abdominal aortic aneurysm interventional procedure. Reportedly, the lever was returned to its original position and the foot retracted prior to device removal; however, resistance was noted during removal of the proglide device. Excessive force was applied during the removal attempts and the proglide device separated at the guide. No resistance was noted during advancement of the proglide device into the anatomy. General anesthesia was administered. The separated portion was removed surgically. Tissue damage was noted. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.